Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The sensor was inserted on (B)(6) 2026 and the issue was reported six days later. No injury or medical intervention was reported.